Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during set-up prior to patient contact, the powered not turn on despite being fully charged. The device was replaced with another handle available in the hospital. There was no patient involved. Medtronic's initial evaluation of the incident device found that the handle was opened up and both battery cells were found to be vented.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functionally, the handle was received with a fully depleted battery. The handle was inserted into a medtronic representative charger running v16 software to charge. After some time, the charging light emitting diode (led) changed to flashing red. The handle was removed from the charger but it did not initialize. The handle was opened up and both battery cells were found to be vented. It was noted that the handle was running v29.7 software. The data saved to the system was evaluated and it was noted that while the handle was inserted into a charger, the battery voltage drained below operable levels over time. This would result in the handle not initializing after being removed from the charger. The data saved to the handle was evaluated and it was observed that the handle did not meet the criteria for the battery health algorithm to activate. The handle had 122 of 300 procedures remaining. It was reported that the powered not turn on despite being fully charged. The reported issue was confirmed. The most likely cause of battery voltage draining while on a charger could not be established from the information available. The most likely cause of vented battery was determined to be from battery degradation (component failure). Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.